Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump that experienced an 812:05 failure code on channel b. It is unknown which process step this event occurred during. Upon review of the event history by baxter quality engineering, it was determined that this condition was a cascade failure from failure code 814:04, which interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced an 810:11 failure code was confirmed by baxter quality engineering. The assignable cause was determined to be a defective air in line printed circuit board. The air in line printed circuit board was replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.